Manufacturer narrative:
Method - actual device evaluated; water permeability flow rate tested; visual inspection of returned sample carried out; scanning electron microscope(sem) examination of returned sample carried out; material strength testing (material burst test). Result - no failure detected, permeability with water results within specification , no flaws or defects found on returned sample. Conclusion - unable to confirm complaint. Returned section free from defects. No failure or insufficiency was found with the sample tested. The issue will be track and trended as part of the routine complaints monitoring and reporting process. If an adverse trend develops, action may be taken at that time. Vascutek considers this event as closed. Corrections applied from previous submission (03/31/2016). The date of report was identified as incorrect. The date for the report should have stated 03/31/2016. Type of report updated to follow up 2. (B)(4).

Event description:
This report is being submitted as a correction to follow up # 1 for mfg. Report # 9612515-2016-00014.

Manufacturer narrative:
Method: actual device evaluated - sections of the device which were not implanted were returned to vascutek and evaluated. The section of the graft which reportedly had the hole remains in situ within the patient (hole was stitched at time of implant); visual inspection - visual inspection of the returned sections of graft was completed; scanning probe microscopy - sem (scanning electron micrographs) analysis was completed; physical structure testing - burst and porosity testing was completed; composition testing - textile analysis was completed. Results:- no failure detected - no visible signs of damage were seen on the returned sections of the graft. Sem images showed a good graft structure with no damage or anomalies. Returned graft section passed physical testing. Textile analysis also showed no visible faults or imperfections on the returned graft sections. Conclusion: no failure detected, device operated within specification. No defect was identified during the evaluation of the returned sections of the graft however the sections which were returned did not include the part of the graft which had the reported issue (hole). Further investigation is on-going as we attempt to gather additional information to formalise a conclusion which will be provided in our next report.

Event description:
This report is being submitted as follow up #1 for mfg. Report # 9612515-2016-00011 to provide additional information regarding the returned sample evaluation

Manufacturer narrative:
The affected graft has been explanted and returned to vascutek for analysis. Analysis is pending. (B)(4). Segment of graft which was not implanted is being returned to vascutek for analysis, results will be given in a follow up report.

Event description:
On (B)(6) 2016, vascutek was notified of an event from (B)(6) hospital whereby the user (implanting clinician) noted that excessive bleeding throughout the full length of the graft (a line of holes was noted on the graft surface) during a femuro-anterior tibial bypass procedure with a composite sequential graft (half graft, half vein). The holes were filled using bio-glue and surgicel. The procedure was completed without further incident. On (B)(6) 2016 vascutek received updated information regarding this event was received that suggested that the graft may have been partially explanted on the following day of the initial operation ((B)(6) 2016) with no information regarding the relationship of the amputation / explantation of the anatomy / graft. Additional information and clarification of aspects of this case was requested by vascutek. On (B)(6) 2016 the clinician confirmed that part of the graft was explanted along with part of the patients anatomy (leg). Vascutek requested further clarification of device relationship with this event. On (B)(6) 2016 vascutek received updated information regarding this event. Vascutek had previously requested clarification regarding the relationship between the graft and the amputation. The clinician reported that the partial amputation of the leg and graft as the graft had reportedly thrombosed. On (B)(6) 2016 vascutek received updated information via an event notification from the mhra that indicated that the amputation was unlikely to be related to the vascutek graft.